Event description:
Report received of a tubing separating from the filter. The customer reported that the back of the filter came off during a tpn infusion. The tpn was infusing via a hickman catheter. There was an unspecified amount of bleedback from the hickman catheter to the extension set. The site remained patent. No decrease in blood sugar was reported. The tubing was changed and the infusion began without further incident. The amount of tpn leakage is unknown. Add'l info was requested, but no further info was available.